Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc, act and up button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that act and esc buttons need to be pressed multiple times to activate. The customer¿s blood glucose level was unknown. The insulin pump rejected new batteries. The insulin pump will be returned for analysis.